Event description:
It was reported that an inflatable penile prosthesis (ipp) procedure was performed due to unknown reason. The previous preconnected pump and cylinders and 4 cm rear tip extenders (rte) were removed and replaced with new ipp components. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced due to it was difficult to pump, required more than 8 pumps to inflate. The device worked fine, the implant was buckling and the physician decided less rtes would fit better. The patient had a good outcome with no further issues. It was further reported that the pump was not the issue, it was observed to be working fine after removing from patient. Difficulty pumping was due to cylinder was buckled over on itself. There was excessive wear on cylinder from being in unnatural fold. First layer of cylinder showed signs of wear with imminent tear.